Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient underwent a hysterectomy four months ago and the barbed suture was used. After the surgery, the patient mentioned she felt something in her vagina. A piece of suture was not absorbed and loose in the vagina, and about three cm of perceived barbed suture was cut during post-op examination on july 8. It was also reported that it is uncertain if the patient removed a loose suture piece as it was un-intact, or the surgeon did in the office there were no patient consequences reported.